Event description:
On (B)(6) 2011 at 05:21 pm, the patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter had a cracked display. On (B)(6) 2011, the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the product issue began approximately during the week of (B)(6) 2011. The patient stated that she manages her diabetes with insulin (self adjust). The patient advised that due to the cracked display, that she was not able to use her meter and so she guessed on how much insulin to take. The patient stated that 2 hours after the start of the issue, she developed a headache and was shaky. The patient claimed that she needed assistance from her partner who provided orange juice as treatment received due to the product issue. During troubleshooting, the lfs customer care advocate (cca )confirmed the issue and noted that misuse was not a factor. Replacement products were sent to the patient. There is indication that the product caused or contributed to an adverse event. This complaint is being reported because the patient reportedly received assistance for treatment for complications of diabetes while using the subject meter. In addition, the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.